Manufacturer narrative:
See b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit2847 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the case was continued with navigation.

Manufacturer narrative:
H2) section a1-a4) patient information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Patient information is unavailable. No parts are available for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during the anterior-posterior (ap) screw placements were inaccurate by approximately 1-2 millimeters. The target extender was reportedly placed incorrectly in the arm guide, as it did not pop into place before being twisted down. Following screw placement, ap and lateral fluoroscopic confirmation revealed the deviation in screw positioning. The surgeon removed the screw and utilized a percutaneous pin to complete the procedure. The suspected cause was user error. The event resulted in a 30 minute delay in the procedure. No patient complications have been reported as a result of this event.